Manufacturer narrative:
(B)(4). Date sent: 10/10/2025. D4: batch #872c62. Additional information was requested, and the following was obtained: 1. Please provide more details for (B)(4): did the device lock-out (no staples deployed and no cut line started)? 2. Or, did the device start to deploy staples and cut but could not be completed? 3. Or, did the device fully fire and stop during the automatic knife return? Partially fire. 4. Was there any difficulty opening the device jaws? No. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the gst45t reload was returned unfired, the reload pan was noted to be partially dislodged at the proximal end form right side. No functional test was performed due the condition of the reload. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon ¿s quality process all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached on what may have caused the reload pan to dislodge. A manufacturing record was performed for the finished device psee45a lot number m9c997 and no non-conformances were identified a manufacturing record evaluation was performed for the finished device batch number 872c62, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, it was observed that the device did not fire farther after fired a little. Changed to a new one to complete the surgery. There was no patient consequence reported. No additional information can be provided.